Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
(B)(4). 81: a review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
The clinic reported that the patient interface cone created a bad flap and there were two central tears in the flap while attempting to lift. The procedure was aborted and will require surgical intervention. The patient outcome is unknown. This report is for the femtosecond laser system. A separate report will be submitted for the intralase patient interface.